Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's age, weight, and gender were not provided as they didn¿t see why this was relevant. No additional information was provided as to the date of the event. It was reported that lot# of the catheter was unknown. It was reported that from transitioning from one hospital to another, they are unsure of the implant date as it was implanted in another hospital and they can't find it and noted that it was less than a month to its end of service (eos), so they are speculating that they have missed the elective replacement indicator (eri). It was reported that the implant date of the catheter was unknown as it was done in another hospital. It was reported that there is no pump being returned for this event and no pump serial number was provided. No further complications were reported and/or anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 8711, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8711, (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug of 2,000 mcg/ml at 329.8 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient had a pump replacement and during the replacement, no drug/cerebrospinal fluid (csf) could be taken up directly from the catheter and that catheter seemed occluded. It was noted that the pump was implanted anyway, but that no inner tubing priming was done. It was reported that despite that suspected occlusion, the patient has the therapeutic benefit of the intrathecal drug delivery. It was reported that the flow rate was 9.9 mcg/hour. It was reported that the time for the drug to reach the catheter was calculated. Additional information was received. It was reported that the drug in the pump was baclofen. It was reported that the patient weight, age, and gender were unknown. It was reported that there was no relevant medical history. The clinician programmer used in this event was an 8840 n'vision programmer. It was reported that there is no explant planned. It was reported that the pump was replaced due to normal battery depletion. It was reported that the reason that no inner tubing priming was performed as the hcp never does it. It was reported that there appears to be no catheter occlusion as the patient is ok and is receiving therapy. It was reported that the pump would not be returned for analysis. No further complications were reported and/or anticipated.